Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at the end of the implant procedure, pericardial effusion was confirmed by echocardiogram. Pericardiocentesis was successfully performed. Patient condition was good after the event.